Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
About 3 weeks prior to this report, the patient had gone in for a pump refill and her first dose increase. Prior to the refill, they reduced the amount of medication. At the refill visit, they only put in one third of the medication, ¿because there was a very little amount of medicine they used¿. The pump was delivering dilaudid. The patient¿s husband thought that they initially put in ¿too much medication¿; it was a bottle of medication that was too strong. Then because the wrong medication was too strong, they took it out and put in new medication. He thought that they also put saline in the pump to dilute the medication that they had put in the pump in error. The patient¿s husband stated that he did not know what happened. Follow-up is being conducted to obtain additional information about the event and clarification of the event. If additional information is received, a follow-up report will be sent.